Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed for provided material number 305200 and lot number 8236649. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one physical sample was received for evaluation by our quality team. The sample came in a (B)(6) plastic bag with the plastic shield. A visual inspection was performed with a 10x magnifier lens. Two black specks of embedded degraded resin in the plastic shield and white epoxy drip over the needle hub were observed. The sample was then connected to a syringe with saline solution and the solution could be expelled with normal flow. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: 1 sample was received. It came in a (B)(6) plastic bag. It has the plastic shield. Visual inspection was performed with a 10x magnifier lens. The plastic shield has two black specks; they are embedded degraded resin. The needle hub has white epoxy drip over. The sample was then connected to a syringe with saline solution it expelled the solution with normal flow. A review of the applicable fmea/eura ((B)(4)) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause description: the embedded degraded resin defect could be possible during the syringe molding process. Degraded resin inherently builds up, can break loose and be molded into components. For the epoxy drip over, a jam could have occurred inducing the defect and was not detected in the next processes. There are quality controls currently in place to detect these type of defects during the production process. Rationale: based on the investigation carried out and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring this lot and symptom. The lot was produced for (B)(4) units; therefore, the cpm is (B)(4).

Event description:
It was reported that black foreign matter was found in the bd nokor¿ filter needle, and excessive epoxy blocked it during use. The following information was provided by the initial reporter: "it was reported that one filter needle had very large black debris in the plastic of the protector and the white paste that sticks the metal part of the needle to the plastic hub was in too much quantity and even clogged the needle."